Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s child reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 635 mg/dl. Customer experienced diabetic ketoacidosis and went to the hospital on (B)(6) 2017 between 9:30 and 10 am. Customer¿s child advised they were not wearing the insulin pump less than 48 hours of the hospitalization.